Event description:
It was reported that the patient experienced repeated low blood glucose after starting a new medication while using the ilet, despite no change in physical activity, meal routine, or supplies, and without preceding hyperglycemia. Symptoms included hypoglycemia with urgent low, urgent low soon, and low glucose alerts. Outcomes included self-treatment with oral fast-acting carbohydrates and stabilization of blood glucose, with advice to contact a healthcare provider regarding the medication¿s effect on glucose. Investigation included troubleshooting and education with review of glucose trends and alert history. Investigation of this case revealed no device malfunction or component issue identified during troubleshooting, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.